Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's initials, age and weight were not provided.

Event description:
The customer reported that he obtained a difference of 40 mg/dl between the blood glucose readings obtained on two separate contour next ez meters. No specific readings were provided. There was no allegation of an adverse event. The customer disconnected the call, therefore, replacement product could not be offered and the device could not be requested back for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.